Event description:
It was reported that "surgeon needed to remove plate and exchange for a longer size. On removing the final screw he began tightening the inner shaft as detailed in surgical technique when he began to back the screw out a sudden "pop" was heard and the driver disengaged from the screw." The inner shaft had broken.

Manufacturer narrative:
Codes will be determined and reported on a supplemental, following an engineering evaluation of the product.